Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the implant did not anchor after being inserted into the canal. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8990-1 fibertak® dx suture anchor, with #1 fiberwire® suture and needles, batch 15471038, was received for evaluation. During the evaluation, it was noted that the inserter tip was broken at the notch, and the remaining portion of the notch was bent. In addition, the shaft was bent at the distal end near the notch, indicating the application of excessive force. Evaluation of the anchor shows frayed and not damaged, as observed on the curved needles. A functional test was not performed due to damage to the device. The most likely cause of the reported failure is user error, including improper bone preparation, excessive side-loading, and/or incorrect surgical technique with the device.